Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - h6 - investigation conclusion code of "67 - no problem detected" should have been "4310 - cause cannot be traced to device"

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with an infection following a implantable cardiac monitor (icm) implant a week prior on (B)(6) 2021. The patient's icm was explanted. The patient's condition was stable throughout.